Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell causing the infusion set to be pulled out. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and resumed insulin delivery.